Manufacturer narrative:
H4: the lot was manufactured from february 15, 2020 - february 17, 2020. H10: the device was received for evaluation. The fill port was cut where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the incomplete sealing at the lower right side of the bag at the shoulder port weld area. The reported condition was verified. The cause was determined to be due to a variation in the manufacturing equipment weld process during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as a leak coming from an unknown location. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.